Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose level reading of "high", specific value was not provided. Cause of high bg was not known. Customer administered a manual injection to address the issue and went to the emergency room with small ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.